Event description:
The iab was inserted into the pt on 10/13/96 at 5 pm. The pt was too critical to go to surgery. On 10/13/96 at 5:30 am, the "rapid gas loss" alarm sounded from the pump and the iab was removed. There were no complications from the event. The pt went on to expire from cardiogenic shock. The iab was not returned to co for eval. The iab was discarded by the fcility. (Event complications: none from the event reported 10/25/96.